Manufacturer narrative:
Insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime/ compromised force sensor system and excessive no delivery test. No excessive no delivery alarm noted during test. Insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, stained end cap sticker, stained address/serial number label, cracked belt clip slot, cracked case reservoir tube window corner, cracked lcd window and cracked battery tube threads.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone for no delivery alarm. The customer¿s blood glucose level was unknown at the time of the incident. Customer reported he is getting a no delivery alarm. Advise to verify connection is secure by gently tugging on the connector. Advise to replace plunger and manually push plunger very slowly, while keeping the reservoir straight, and verify insulin exits the tubing. Customer stated the insulin did exit. Advise to rewind pump, reinsert reservoir into pump and run manual prime to at least 5.0 units. Customer stated the pump alarmed no delivery. Advise the insulin pump will need to be replaced. Advise to retrieve and save pump settings. Advise to revert to backup plan per healthcare provider instructions. The insulin pump will not be returned for analysis.